Manufacturer narrative:
Investigation not complete. Product has not been returned yet. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same patient as 1043534-2015-00068 and 1043534-2015-00069.

Event description:
Allegedly, there were two broken wire bolts on the external fixation frame post operatively. The date of the original surgery was (B)(6) 2015 with additional fixation added on (B)(6) /2015. The bolts broke on (B)(6) 2015 and it was revised with new bolts on (B)(6) 2015. The procedure was charcot ankle fusion with valor hindfoot nail and application of salvation external fixator.